Manufacturer narrative:
Based on the initial analysis of the device, it was determined that the cause was likely the power supply. The power supply was being returned to philips for further testing. The power supply was received at the warehouse; however, it was scrapped in error. Therefore, the reported problem could not be confirmed, and the root cause was unable to be determined. The customer was provided with a replacement power supply to resolve the issue. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6) section e reporting address postal: (B)(6).

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6).

Event description:
The customer reported that the monitors connected on centralized ups emitted smoke from the monitor due to a blast power supply component. It is unknown if the device was in use at time of event, and there was no adverse event reported.